Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: the battery compartment was cracked. Unrelated to this issue, the audio bolus button cover was punctured; however, the bolus button was responsive during the investigation. In addition, the bumper pad was missing. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/18/2016. The battery compartment was cracked.